Event description:
Caller indicating the relion prime meter was reading low. Customer took her sugar two hours after lunch with two different prime meters. She got 21 with the blue prime meter, she did not have low symptoms and she did not feel she was getting an accurate reading so took another test within a minute of first one and got 110 with the red prime meter. She used the same bottle of strips for both tests. She keeps the bottle of strips on the kitchen's countertop and does not use control solution. Explained proper testing techniques and proper storage conditions. Replacing product and sending control solution.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.